Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the clip applier was placed through the trocar and loaded, and when the duct/vessel was about to be clipped, the clip was not properly loaded onto the clip applier. The opening was so narrow that the clip was unable to be placed on the tissue. A clip applier from a different manufacturer was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A visual inspection of the returned photo noted one image of a 176657 inside a tissue cavity. A clip was loaded between the jaws. The jaws, tissue stop, and collar could not be properly examined. It was reported that during the laparoscopic cholecystectomy, when the clip applier was placed through the trocar and loaded, and when the duct/vessel was about to be clipped, the clip was not properly loaded onto the clip applier. The opening was so narrow that the clip was unable to be placed on the tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.